Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va16cva, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they had a couple of falls a couple of months ago, prior to the report. They went to the "urinary clinic" the day prior to the report and they were told "that some of their leads weren't working". The patient clarified and said that they have had symptom problems since they were implanted on (B)(6) 2016. If they are sitting in their chair for a couple of hours then get the urge to go to the bathroom, they won't make it to the bathroom. The patient stated that the "urinary clinic" told them to contact the manufacturing representative (rep) to let them know the leads were not working. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she is "still having bm problems." No other new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.